Event description:
It was reported that the 9800 system intermittently had no image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and put back into service.